Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the samples collected from the instrument channel port and the distal end of the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been manually reprocessed using peracetic acid. The service department of olympus china checked the subject device and found that the instrument channel was scratched, however there was no damage on the exterior. There was no report of infection associated with this report.